Manufacturer narrative:
(B)(4). Uf/importer report# (B)(4). Date report sent to FDA: unk-sep-2020. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (uf/importer report# (B)(4)) "doctor got access in the left femoral vein and put the 9fr sheath in and when he went to pull the wire and the dilator out of the sheath, only the wire and the black tip of the dilator came out. The black tip had broken off the dilator inside the sheath. We put a wire back in and changed the sheath out for a new one without incidence". There were no complications or harm to the patient. The entire device was removed from the patient. No medical intervention was required.

Manufacturer narrative:
Qn#: (B)(4). Uf/importer report# 3902560000-2020-8046.

Event description:
According to the medwatch (uf/importer report# 3902560000-2020-8046) "doctor got access in the left femoral vein and put the 9fr sheath in and when he went to pull the wire and the dilator out of the sheath, only the wire and the black tip of the dilator came out. The black tip had broken off the dilator inside the sheath. We put a wire back in, and changed the sheath out for a new one without incidence." There were no complications, or harm to the patient. The entire device was removed from the patient. No medical intervention was required.